Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead was found dislodged despite multiple attempts under fluoroscopy. The ra lead helix then failed to retract, so the lead was removed and replaced. The patient remained stable.

Manufacturer narrative:
The reported events were dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was fully extended. X-ray examination found the over-torqued inner coil consistent with procedural damage. After cleaning, helix was able to be retracted and extended when torque applied directly to the inner coil. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the over-torqued inner coil.